Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).